Event description:
--

Manufacturer narrative:
Further detailed analysis confirmed that the device had not undergone any resets and that a lead safety switch had not occurred. Although weekly recorded threshold measurements were not greater than 2.5 v, it was concluded that valid consecutive daily threshold measurements may have increased to 2.5 v or higher and the resulting estimated battery energy use could have caused this device to appropriately declare ert.

Event description:
Boston scientific crm received information that this pacemaker exhibited a longevity estimate of one year remaining at a check performed in november 2009. Approximately four months later the device had declared end of life (eol). Technical services speculated on high voltages that occur during elective replacement indicator (eri) as a possible cause of the rapid depletion, however could not explain why the device had voltages as high as 5v. There was no evidence of a reset in the device memory. The device was explanted and successfully replaced by a new device. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated. Upon receipt at our post market quality assurance laboratory, the device exhibited normal telemetry, pacing, and sensing function. A review of the device memory revealed no history of resets, lead safety switches, or high pacing thresholds. Further testing was unable to determine why the automatic capture feature placed the ventricular outputs at 5v when the device was nearing elective replacement time (ert). Longevity calculations confirmed the device exhibited normal battery depletion.